Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the fresenius products/liberty cycler and the reported abdominal pain and subsequent hernia evaluation in hospital. Increased intra-abdominal pressure due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. There are no reported allegations against the liberty cycler or any fresenius products. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A dialysis patient reported that she was in the hospital due to a hernia. A follow up call was made to the patient's nurse who reported that the patient was admitted to the hospital due to abdominal pain associated with an abdominal hernia. The patient's hospital and treatment course for abdominal pain and hernia are unknown to date. However, it was reported by the patient's peritoneal dialysis nurse that the patient did not require hernia repair during this hospitalization because the patient was not considered a surgical candidate at this time. The nurse stated that the patient continued to receive peritoneal dialysis therapy while hospitalized and has been continuing with peritoneal dialysis therapy at home without further reported issues.